Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the safety device failed to activate. It was not activated.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: in addition to the fact that no records were found during the analysis of the batch history and non-compliance records, there is no evidence that could lead to this complaint, we did not receive samples/photos to analyze this complaint, and it is not possible to confirm this complaint. Based on the results of the investigation, to date a root cause has not been determined for this complaint. A likely root cause may be related to spring formation in one of the zones. 1_ lack of spring check station adjustments. 2_ incorrect spring check challenge parts. 3_ lack of check frequency at the spring check station. The following corrections were carried out for this reason: improvements to the spring forming machine were implemented in a CAPA in august-2024: the following checks were included in the weekly preventive check: assessment of the cutting tool (knife) and replacement if necessary. Evaluate by checking if the cut has burrs: if it has burrs (bad cut) and if it has no burrs (good cut). Describe in the note whether the knife is good or bad and whether or not the replacement was carried out and assessment of the mandrel and replacement if necessary. Evaluate by checking if the cut has burrs: if it has burrs (bad cut) and if it has no burrs (good cut). Describe in the note whether the mandrel is good or bad, whether or not the replacement was carried out. A probable root cause may also be related to damage to the cylinder, possibly caused by pressure variation or a failure in the sensor reading at the barrel positioning station. This damage may result in the needle not being fully activated.